Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, a restricted posterior leaflet, a posterior flail, and a dilated left atrium. It was noted imaging was difficult throughout the procedure. One xtw clip was inserted and successfully implanted. A second xtw clip (30919r1073) was inserted and deployed on the mitral valve. To further reduce mr, a third nt clip (30724r1061) was inserted. It was noted the clip was repositioned multiple times, and after grasping, the patient¿s blood pressure lowered. To treat the low blood pressure, medication was administered, but the patient¿s heart rate increased to 220 beats per minute (bpm). While grasping with the third clip, the second implanted clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). To stabilize the slda, the third clip was repositioned and implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue in the lot. Based on available information, the reported poor image resolution appears to be a cascading effect of the reported tachycardia (refer (B)(6)). The reported incomplete coaptation is due to patient anatomy (tethered leaflets and increased heartrate). The reported medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, a restricted posterior leaflet, a posterior flail, tethered leaflets, and a dilated left atrium. It was noted imaging was difficult throughout the procedure. One xtw clip was inserted and successfully implanted. A second xtw clip (30919r1073) was inserted and deployed on the mitral valve. To further reduce mr, a third nt clip (30724r1061) was inserted. It was noted the clip was repositioned multiple times, and after grasping, the patient¿s blood pressure lowered. To treat the low blood pressure, medication was administered, but the patient¿s heart rate increased to 220 beats per minute (bpm). While grasping with the third clip, the second implanted clip detached from posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, the third clip was repositioned and implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.